Event description:
A blood leak detected alarm occurred at the start of a routine hemodialysis treatment with blood observed in the wire line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. Hb described from 10.7 g/dl on (B)(6) 2012, to 9.6 g/dl on (B)(6) 2012. Standard epogen dosing was increased on (B)(6) 2012, from 2,000 units 2xweek to 2,000 units 3xweek. No other medical intervention was required.

Manufacturer narrative:
No investigation is possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. Additionally the cartridge lot number was not provided. Based upon the description of the event, the cycler alarmed appropriately. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions as well as performing manual rinse back of the pt's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional info will be provided.